Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 d4 g1 g2 h4 h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported "patient began to experience intense pain in the right breast, in addition to feeling extremely stiff with constant stabbing pain several times a day" and "suffered with trauma and anxiety because of the cure that did not come, causing great harm, to the point of suffering psychological shocks of serious reflexes."

Event description:
Patient reported right side seroma (late) and capsular contracture baker grade iii. Also reported, "peri-prosthesis fluid" , "lobulated contours", "calcifications" and "radial folds." Device was explanted.

Manufacturer narrative:
(B)(4). The event of "seroma (late) and capsular contracture baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late) and capsular contracture baker grade iii. Also reported, "peri-prosthesis fluid" , "lobulated contours", "calcifications" and "radial folds".

Event description:
Patient reported right side seroma (late) and capsular contracture baker grade iii. Also reported, "peri-prosthesis fluid" , "lobulated contours", "calcifications" and "radial folds." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., d.1., d.2., d.4., g.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Nothing is observed related to the complaint device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.